Event description:
The pt received his scs system on (B)(6) 2011 including a percutaneous lead. During intra-op testing the pt receiving adequate coverage. Post-op, the pt experienced rib stimulation and a grabbing sensation on his side. An sjm rep tried reprogramming the pt twice but was unsuccessful. The pt's issue was due to lead migration. As a result, the pt's lead was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.